Event description:
It was reported that the device was found in software reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported micro-reset was found to be due to a parity error. Once the error was cleared, the device was tested using automated test equipment and exhibited normal device characteristics.